Manufacturer narrative:
(B)(4). Batch #: t5d06z. Investigation summary: the long60a device was received for analysis with no apparent damaged and with a gst60b cartridge reload loaded on the device. The cartridge reload was received partially fired. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please provide more event details? Was the device locked on tissue? If yes, how was the device removed from the patient (i.e. Grey anvil release button, red knife reverse switch, device jaws forced open, device cut from tissue, etc.)? Did the jaws of the device eventually open? The device could not be fixed on the tissue.

Event description:
It was reported that during the use of the device, after passing the trocar, the device didn't open. No patient consequences. Use of another device to complete case.